Event description:
The following was reported by the pt: ni - pt underwent hernia repair with bard flat mesh. The pt reported that he has developed a sensitivity to the hernia mesh. The pt is being treated by an allergist, who is making up antigens for allergens and is requesting the composition of the mesh so an antigen can be made.

Manufacturer narrative:
We have contacted the initial rptr to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has rec'd to date. Based on the info provided it is unk whether the device may have caused or contributed to the reported event. The pt reports sensitivity around the area of the implant and it was not reported to be explanted. A lot number was not provided therefore a mfg review is not possible. With the currently limited amount of info, no conclusion can be drawn.